Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump died and the customer experienced high blood glucose readings. It was stated that there were no alarm letting the customer know that the battery was low. The customer's blood glucose readings were over 400 mg/dl. The current blood glucose reading was 241 mg/dl. The symptoms consisted of nausea and confusion. The history showed that the insulin pump had a low battery alarm. It was also stated the customer suffered memory loss. The customer was not hospitalized for the high blood glucose reading, but they did see a health care professional. The customer has seen a neurologist due to the memory loss and it was not determined if the high blood glucose readings caused the serious injury. The mother stated that customer's memory is coming back slowly. It was stated that the customer is having issues with learning how to use the sensor properly. The customer received two calibration errors. The sensors will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.